Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft break was able to be confirmed. The reported shaft kink was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for break or kink from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during introduction of a 2.5x28mm rx xience prox stent delivery system (sds) into the non-abbott guiding catheter without resistance, the mid shaft of the sds bent and then broke before entering the non-abbott guiding catheter. Reportedly, the sds remained in one piece but was completely broken. The sds did not enter the patient anatomy. The non-abbott guiding catheter and the sds were removed without issues. Another xience prox stent was implanted to treat the lesion. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Concomitant products: guide wire: whisper es, whisper ms; guide cath: ebu 4.0 medtronic launcher. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us.